Event description:
It was reported that on (B)(6) 2024 during a case it was discovered that the aiming aim did not line up with the nail. The targeted drill bit was hitting the nail, instead of going through the proximal locking hole. A second tna set was opened and used a different aiming arm. The case proceeded without delay and there was no harm to the patient. This report is for one (1) aiming arm/ radiolucent this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b.: additional pro-code: hwc d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. H3,h4, h6: part:03.043.029 lot:2026781 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date:01 oct 2021 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. DHR retrieved from photographs provided but they do not represent the current complaint condition or a device malfunction, example; photos of tags, photos of sticker sheets (and the allegation is unrelated to labeling), unrelated photos, etc. According to the information received, " it was discovered that the aiming aim did not line up with the nail. The targeted drill bit was hitting the nail, instead of going through the proximal locking hole." The product was not returned to depuy synthes, however photos were provided for review. The photographs were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.